Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 390 mg/dl to 400 mg/dl. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.